Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient received about seven "little shocks" from their implantable cardioverter defibrillator (ICD) as well as had fluid retention. The patient discussed the shocks with the physician and stated the "dates were supported by what the physician had" but that the physician is not sure what may be happening. Follow up with the patient's physician was unsuccessful and the device remains in use. No further patient complications have been reported as a result of this event.